Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 06jan2020.

Event description:
The customer's biomed reported low oxygen supply pressure. The biomed is reporting that respiratory has changed the oxygen tanks and the customer is still receiving the message. The biomed was unsure if the message was appearing when using wall oxygen or reserve tank oxygen. The biomed is requesting onsite evaluation and repair. There was no patient involvement.

Manufacturer narrative:
G4: 04mar2020 b4: (B)(6)2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the gas delivery system (gds) connector and completed preventative maintenance (pm) to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.